Event description:
It was reported that a homechoice device experienced an unspecified alarm (no details provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received, and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, electrical testing, and simulated therapy testing were performed with no issues noted. The device passed cycle remote testing and final testing and calibration. A review of the event history log was performed verified the reported issue as a system error 1006 alarm. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.